Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The reported symptom 'air in line sensor failure' was confirmed through the event history log and was reproduced during evaluation due to a constant reload set alarm. However, it cannot be determined if the alarms are true or false. Evaluation revealed that the ultrasonic sensor failed which would contribute to experienced reload set and false air-in-line alarms. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Na.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced air in line sensor failure. There was no patient involvement associated with this event. No additional information is available.